Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, when using this snare, they noticed that the device was not as smooth when opening and closing the snare. Reportedly, the handle did not move the snare loop as smoothly as they have become used to. However, there were no visible issues noted with the handle. Also, one nurse said that the wires might have been frayed on the snare. They have said that the tactile feel that they were used to with these snares has changed and it was not as good as it was in the past. The procedure was completed with this device. There were no patient complications reported as a result of this event.